Event description:
It has been reported to philips that the system did not bootup completely. All of the display monitors in examination and control rooms were blank. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) examined the system on-site and found system did not start up completely. After reviewing log file, fse found operation for the 'host pc' has not been completed. As part of the troubleshooting process, the field service engineer replaced the flex vision pc and reinstalled its operating system and application software and return the parts for further analysis and it did not confirm the malfunction. After repair is completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.